Manufacturer narrative:
The returned device was evaluated and the investigation of the hard cannula found the formed needle to be damaged, causing skin irritation at the infusion site. It could not be determined when this damage occurred. The exact cause of this damage could not be determined.

Event description:
The patient reports they had experienced irritation at the pod infusion site, (hip/buttocks) while wearing the pod for 35 hours. The patient reports their blood glucose level was over 400 mg/dl. As treatment, the patient applied a new pod.